Manufacturer narrative:
The reported issue was discovered during a preventive maintenance visit at the hospital by our field service engineer. The lose interface holder was replaced on the ventilator system and the device was cleared back for clinical use. It¿s unknown to us under which conditions the reported user interface holder got lose. No parts or pictures was returned for our investigation, the root cause to the lose interface holder can therefore not be established in this investigation. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts.

Event description:
(B)(4).

Event description:
It was reported that the user interface holder was loose. There was no patient involvement. (B)(4).